Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began about 5 days ago. Patient stated they could not get their implant to charge at all and the implant was completely dead. Agent attempted to help pt, pt declined and stated they are already in touch with their doctor who will put them in touch with a manufacturer representative (rep). Pt wanted implant information, agent reviewed info. Pt letter received on february 3rd, 2025. Pt reports that they were unable to charge because their implant was dead. They replaced their implant to resolve this issue. Pt states the issue (implant battery not charging) is resolved, but they are now having worse pain in their entire left leg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the implant not charging was due to it being broken/dead. Pt had the battery replaced. Pt reported the issue was not resolved and they were in more pain than they had before. Pt noted now nothing eases the pain.

Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.